Manufacturer narrative:
Medwatch report mw5147995.

Event description:
On 06-dec-23, nurse assist received a medwatch report via e-mail from the FDA of the following event description from medwatch report:I had been using the "sterile" solution to help clean my husband's driveline exit site. (He has an lvad (left ventricular assist device)). It steadily got worse and eventually he had to be seen by infectious disease since his antibiotics were no longer effective against his pseudomonas infection. I started using the solution on (B)(6) 2023. His first appointment with infectious disease was (B)(6) 2023 as his symptoms of infection were coming back even though everything we used was supposedly sterile. He ended up needing to be on intravenous antibiotics which unfortunately he was allergic to. After being hospitalized at (B)(6) he is recovery at home and we are just praying that the infection remains dormant